Event description:
It was reported that before connecting to the patient, the cs300 intra-aortic balloon pump (iabp) had a filling error. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number: (B)(4).

Manufacturer narrative:
Corrected fields: d4. A getinge field service engineer (fse) was dispatched to evaluate the iabp and the filling anomaly due to very low vacuum values. Fse found fault is due to compressor overhaul carried out with replacement of the indicated material, calibration and calibration, electrical safety measures carried out. Repair completed by replacing kit 5000 hr prevent maint. Operational tests carried out with positive results. Unit returned to customer.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 address : (B)(6). Due to character restrictions in block e1 phone number: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) had a filling error. There was no patient harm.